Event description:
Pt had a seromacath placed in the incision site status post mastectomy. Catheter draining lymph fluid. Drainage had ceased and catheter was to be removed. The sutures were removed and a gentle tug was used to pull the catheter out. When the catheter was removed, it was noted that a piece had broken off and remained inside the pt. An attempt was made to remove the broken piece, but it couldn't be. The pt will need surgical removal of the broken piece.